Manufacturer narrative:
Initial. This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user, who participated in the ilet experience survey experienced hyperglycemia at 400 mg/dl and large ketones while using the ilet and observed air in the cartridge and bubbles in the cannula; the user fills cartridges themselves, replaced the pump supplies, and subsequent insulin delivery reduced glucose into range, with ketones clearing after hydration. Symptoms included elevated ketones and nausea associated with hyperglycemia. Outcomes included a delay to treatment or therapy without hospitalization. Customer care performed investigative communication with the user and analysis of information provided by the user. Investigation of this case revealed leakage or seal-related concerns associated with the reservoir, alongside an incorrect or improper procedure or method during setup or filling. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.